Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve overdrained on the highest setting post implantation. It was stated that an intervention was planned to revise the shunt. The patient's status at the time of the report was alive-no injury.